Event description:
Case was left parotidectomy with nim monitoring system. At point of when ready to monitor the machine had an unreliable, falling line waveform. The line should be horizontal when not detecting stimulation. Both md's and nim rep stated that the save form and indicator were unreliable due to base line wave form. This unit is being replaced and will no longer be used. No adverse outcome to pt.